Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('serious abdominal pain'), device breakage ('travelling parts of the broken product inside the body') and perforation ('organ tearing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), perforation (seriousness criterion intervention required), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy "). The patient was treated with surgery (organ removal). At the time of the report, the abdominal pain, device breakage, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder and perforation to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('serious abdominal pain'), device breakage ('travelling parts of the broken product inside the body') and perforation ('organ tearing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), perforation (seriousness criterion intervention required), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy"). The patient was treated with surgery (organ removal). At the time of the report, the abdominal pain, device breakage, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, back pain, device breakage, heavy menstrual bleeding, hypersensitivity, mental disorder and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 02-dec-2021: new reporter was added. Furthermore, the previous reported event damages was specified as abdominal pain, device breakage, perforation, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.